Manufacturer narrative:
No product was returned. The physician indicated the cause of the perforation was the guide wire. A supplemental report will be filed if additional information is received. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a lateral left ventricle perforation occurred. It was reported that the guidewire crossed the native valve and was placed in the ventricle. Due to small vessel anatomy, the guidewire was not in view while the valve was being followed under fluoroscopy through the iliac artery. As the valve reached the aortic arch, the guidewire position was reassessed. The patient became hypotensive but was stable so the guidewire was left in place and the valve deployed. At eighty percent deployment, it was noted that the patient continued to decompensate. The valve was recaptured and pulled into the ascending aorta. A transesophageal echocardiogram (tee) showed a small pericardial effusion requiring a pericardiocentesis to be completed simultaneously during valve deployment. The valve was successfully implanted but the effusion was still present. A perforation was confirmed requiring a sternotomy to repair the left ventricle. The physician verified that the perforation was caused by the guidewire. No additional adverse patient effects were reported and the patient is reported to be recovering well after the procedure.